Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no additional events have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to a driveline infection. Technical service reviewed the log file submitted which contained no unusual events. On (B)(6) 2018, it was reported that the patient was initially managed with broad spectrum antibiotic infusion. Vancomycin was given from (B)(6) 2018 to (B)(6) 2018. Cefepime was given from (B)(6) 2018 to (B)(6) 2018. Treatment was narrowed according to cultures and sensitivities. On (B)(6) 2018, patient was started on oral doxycycline. On (B)(6) 2018, patient was started on piperacillin-tazobactam infusion. Patient is doing well with oral and antibiotics infusion administered at site. Patient will require long term antibiotic suppression. No additional information was provided.